Manufacturer narrative:
Philips service replaced the ipc geo module and reloaded the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geometry movement failed due to a defective ipc geo module on an allura cv20. The clinical use of the system was in use. There was no reported patient or user harm.